Event description:
Complainant alleged that during a routine preventative mantenance check, the device displayed a green dot and had distorted characters on the monitor screen, also, the device displayed error message code "test fail" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.